Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the end of a cryo ablation procedure, while the balloon catheter was being extracted from the sheath blood leakage was observed from the valve of the sheath. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device, flexcath advance 4fc12 with lot number 30201-06, was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. In conclusion, the reported issue was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.